Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.

Event description:
It was initially reported the infusion device displayed "batterifejl" despite using new batteries. No physiological effects were reported. The infusion device was returned for evaluation, and e7001 errors were found in the history and there is a short-circuit of the buzzer. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The pump was evaluated. E7001 errors were found in the history. It is not possible to further operate the pump due to a short-circuit of the buzzer. The pump correctly triggered the e7001 error messages.